Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and fragile septal leaflet for a triclip procedure. During the procedure, imaging was challenging. A triclip was successfully implanted at anterio-septal mid area. During deployment sequence of second triclip, first triclip had single leaflet device attachment(slda) from the septal leaflet due to difficulty in visualizing the clip and physical contact with the second clip. The tr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects.